Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative. As of (b)(46 2016, they had not explanted yet. That decision was to be made by neurosurgery, and they did not have operating room time on (B)(6) 2016. They had no idea what caused the infection. Additional information was received on 2016-nov-23 from the hcp through a manufacturing representative reporting that the patient was explanted on(B)(6) 2016. Total system explant occurred. He was fine for 36 hours, and he was now in the intensive care unit (ICU). The patient outcome was ¿hospitalization.¿ they were not sure if it was meningitis or withdrawal. The patient was ¿altered¿ and intubated. The onset of the symptoms was sudden. Infection was confirmed. The strain was coagulase-negative staphylococci. It was unknown if there was an allegation against device sterility. The patient being intubated and altered occurred following the explant.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. The patient died and it was believed to have been the previous week. (Date of death is approximate). The patient stayed in the intensive care unit (ICU) and thinks the question was baclofen withdrawal or stroke. The patient¿s family had made the patient do not resuscitate (dnr), thus nothing further seemed to be done. The diagnosis was unknown.

Event description:
The patient was receiving intrathecal fentanyl 100 mcg/ml at 275 mcg/day and baclofen 400 mcg/ml at 109.92 mcg/day.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and post-lumbar laminectomy syndrome. No drug information was provided. It was reported the patient had an infected pump. The representative received a call from an hcp and stated the patient was admitted to a hospital, and that the pump was infected. The managing physician did not have privileges at the hospital. The plan was for the pump to be explanted on (B)(6) 2016 by one of the neurosurgeons. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.